Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesions were located in the 80% stenosed and moderately calcified proximal left anterior descending (lad) artery and left circumflex artery (lcx). A 20 x 3.50mm promus elite drug-eluting stent was successfully deployed in proximal lad followed by a 2. 75 x 28mm non-(B)(6) stent in the lcx. While in the coronary care unit (ccu), the patient developed sudden hypotension and chest pain, followed shortly by cardiac arrest. Cardiopulmonary resuscitation was performed immediately; however, the patient could not be revived and was pronounced deceased. The official cause of death was cardiac arrest. No autopsy was performed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).